Event description:
It was reported that catheter migration/dislodgement and occlusion occurred. The patient was in for a pump replacement and at that time the catheter could not be aspirated. When the physician opened up the spinal incision, the catheter was found coiled and entirely out of the intrathecal space. The catheter was explanted and the holes at the catheter tip were occluded with a black substance. The location of the issue was reported as the catheter tip. No diagnostic testing or troubleshooting was required. The issue was reported as not resolved and the cause undetermined. The entire catheter was replaced and the customer refused returning it. No patient symptoms were associated with this event. The patient was getting good relief from her pump and there was no reason to suspect and issue with the catheter. At the time of the report the patient's status was reported as alive-no injury. The device system had delivered morphine and bupivacaine. Additional information was requested for the current patient status, however, this remained unknown. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: catheter. Product ID: 8590-1, lot# n109064, implanted: (B)(6) 2008, product type: accessory. Product ID: 8591-60, lot# d62516, product type: accessory. (B)(4).